Event description:
It was reported, the pt experienced ineffective pain control, surges and random loss of stimulation sensation. The device was reprogramming unsuccessfully. The device was explanted. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.